Event description:
During a laparoscopic assisted vaginal hysterectomy the surgeon used the ets. The hospital had only the old reloads. The old reloads were put in the new stapler and the instrument malfunctioned. There was no reported consequence to the pt. 5/5/97 rep faxed in checklist. The first firing worked fine. The second firing was using the tsw35 with the incorrect evu35 reload. The case was completed laparoscopically.